Event description:
It was reported that, "the above listed implant was cemented into another manufacturer's acetabular shell on (B)(6)2006. This insert was removed along with the cement on (B)(6)2006 due to a broken locking ring."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.